Manufacturer narrative:
(B)(4).

Event description:
It was reported one electrode on one of the leads had low (less than 150 ohms) impedance. It was also noted as "one unknown lead had low impedance." Reprogramming was performed on the day of report. No patient symptoms were reported related to the event. Patient outcome was noted as ongoing with no further action needed.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4), product type recharger; product ID 37744 lot# serial# (B)(4), product type programmer, patient; product ID 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension; product ID 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension; product ID 3487a-56 lot# v894213, implanted: 2012 (B)(6), product type lead; product ID 3487a-56 lot# v894213, implanted: 2012 (B)(6), product type lead; product ID 3487a-56 lot# v884579, implanted: 2012 (B)(6), product type lead; product ID 3487a-56 lot# v680743, implanted: 2012 (B)(6), product type lead. (B)(4).